Event description:
The device was returned due to the pump switching off 2 times for no reason despite new batteries. The results of the investigation found that the device's downstream occlusion (dso) seal was coming off and the dso sensor was defective. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a downstream occlusion (dso) seal that was coming off as well as a defective dso sensor and mainboard. The dso seal, sensor and mainboard were replaced to fix the issue.